Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed their pump supplies multiple times to resolve the occlusion alarms. No additional occlusion alarms were received after the final supply change. The customer's blood glucose (bg) level was 333mg/dl and a manual injection was administered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.